Event description:
Healthcare professional called to report a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening shell. Leak test and microscopic analysis was performed which identified: striated opening on radius and sharp opening on valve bond edge. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on valve bond edge assessed as an unidentified (tear) opening. Striated opening assessed as surgical damage. Additional, changed, and/or corrected data: d9, g1, h3, h6.